Event description:
It was reported that during an unknown procedure, the device did not staple. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with a cr40g engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.